Manufacturer narrative:
Investigation summary: 1 photo of the y-port was returned for evaluation. Occurrence rate of the defect for this batch could not be established as exact batch information was not provided. The complaint was confirmed and the defect is not part of specification. From the returned sample, we are unable to determine what cause the needle to be broken in the y port. The manufacturing process was reviewed. There is no process in the manufacturing facilities that could have caused this nonconformance.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with broken needle in y port.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with broken needle in y port.